Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the left plunger case was broken and the top case was cracked at the front corner. A review of the event history log identified plunger not in place alarm in the history. During the functional testing the plunger not in place alarm was duplicated during the start-up and set up for the flow test. The left plunger case mount was broken and the flippers were sticking up. The root cause of the reported issue was a result of the customer's physical damage to the device. Replaced broken left plunger case.

Event description:
It was reported that the pump exhibited syringe plunger sensor. No patient injury was reported.